Event description:
A surgeon reported that an intraocular lens (iol) was exchanged for a different model lens due to "pt could not neuro-adapt to iol" and "did not like his vision." The symptoms improved after the lens exchange. Add'l info has been requested. There are 7 medical device reports associated with this event. This file is for the 7th pt.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 2/17/2012 and 2/28/2012 by phone, fax and mail. A completed questionnaire has not been received. (B)(4).